Manufacturer narrative:
No patient information provided to date after calls to customer (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The expiratory flow sensor was replaced by the hospital to resolve the issue.

Event description:
The hospital reported a stuck open exhalation flow sensor diaphragm that would not allow the ventilator to display tidal volume related settings. There was no report of patient injury.